Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections. And the (B)(4) FDA registration number has been used for the manufacture report number. Investigation :bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported by a consumer that after the use of an unspecified syringe and needle, multiple needle sticks occurred. The customer stated ¿they are seeing multiple needle sticks¿ and requested additional instructions for use. Additionally, it was reported needle sticks occurred throughout 2017. There was exposure to blood/bodily fluid and exposure to (B)(6). Medical intervention was indicated including prophylaxis for blood borne pathogen exposure and (B)(6) testing. No further information regarding treatment or medical intervention was indicated.